Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump was constantly beeping, and after changing the battery the pump alarmed with an unexpected restart. Soon afterwards the pump had a blank display. The patient's blood glucose at the time of incident was 6.3 mmol/l. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump had not been bumped, dropped, or exposed to moisture; the customer mentioned that the pump was exposed to sweat if anything. The customer used an (B)(4) aaa battery on the pump. The battery cap contacts were inspected and there was no visible damage or corrosion. A new battery was inserted into the pump and the display returned. The customer was advised to monitor the pump. No products were returned and a replacement battery cap was shipped to the customer.